Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated foreign objects in jet tube, snowflake in image, incompatible scope (e315). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (jet tube had foreign objects) was not established, the most probable cause of the complaint (image snowflake) was traced to component failure and the most probable cause of the complaint (incompatible scope) was traced to damaged charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.